Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during investigation, the basal history appears to not match the active basal program due to an unexplained pump reboot. When the pump powered back on, the time and date was set. The pump was exercised for 24 hours with a 1.0 u/hr basal rate and at the end of testing, the basal history correctly showed a 1/0 u and the total daily dose showed 24.0 u. There were no pump reboots during testing. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.